Event description:
It was reported that after insertion of the iab, the pump alarmed for "restriction" and inflation of the balloon was unable to be visualized under fluoroscopy. An "angle near the top of the balloon" was also noted. Manual inflation and deflation was able to be achieved however, the determination was made to switch out the iab. The iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "iab does not seem to fully inflate" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion of the iab, the pump alarmed for "restriction" and inflation of the balloon was unable to be visualized under fluoroscopy. An "angle near the top of the balloon" was also noted. Manual inflation and deflation was able to be achieved however, the determination was made to switch out the iab. The iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".